Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the needle separated from the barrel and the safety mechanism separated from the needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 28-apr-2025 investigation summary bd received one photo and 11 samples for investigation. The customer photo displays a device with the hub separated from the collar. The 11 returned samples underwent functional tests for defective locking mechanisms and hub/collar separation, and they passed as there were no signs of damage or separation during the activation of the safety shield. Additionally, 20 retained samples also underwent functional tests for the same issues and similarly showed no signs of damage or separation during the activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the needle separated from the barrel and the safety mechanism separated from the needle. No adverse impact was reported regarding the patient or user.